Event description:
It was reported that the device, right atrial (ra) lead, and right ventricular (rv) lead were explanted due to a pocket infection. The physician alleged the infection was not related to any product in the system or the implant procedure. The patient was in stable condition.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found.